Event description:
It was reported a patient hit their head on a plastic set screw on the horizontal laser light while exiting the unit after the scan had been taken. As a result of the injury it was reported the patient required stiches.

Manufacturer narrative:
An investigation of the reported incident is ongoing and not yet completed. Once complete, results of the investigation will be submitted.